Event description:
Customer reported on-going failures of the platelet parameter during the instrument start-up process when using the coulter lh 500 hematology analyzer in their laboratory. The customer also reported partial aspiration errors for the normal level of the quality control material. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a vacuum leak to waste chamber vc3. The fse replaced vc3 and resolved the issues. (B)(4).